Event description:
It was reported that prior to starting a da vinci si surgical procedure, it was noted that the orange sleeve was cracked on the monopolar curved scissors instrument. The instrument was not used in the case. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument's tube extension pad printing was found scratched and partially removed. Engineering concluded that the damage was likely due to mishandling during cleaning. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.